Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had bowel surgery and a power on reset (por) condition appeared. The health care provider (hcp) was told the patient had a stimulator and it was unknown if cautery was used during surgery. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v886710, implanted: (B)(6) 2012. Product type: lead: product ID 355018, lot# w59997, implanted: (B)(6) 2012. Product type: accessory: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).